Event description:
The customer alleged that there was a failure of the monitor to alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer alleged that there was a failure of the monitor to alarm. No pt harm was reported. There was a recurrence of an actual failure to alarm, this could result in failure to recognize a pt's need for additional therapy and could lead to a serious injury or death. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.